Event description:
While performing a follow up that was submitted by the user facility (2300460000-2005-8080), the reporter stated that a perforation occurred during the procedure and the patient experienced a tamponade. As a result, pericardiocentesis was performed. The patient is reportedly doing fine.